Event description:
The pt presented a very scarred groin. A micropuncture traditionless access set was used to gain access. The wire, once being removed became sheared off in the pt. A snare was used to remove the wire. Although requested, the condition of the pt was not provided.

Manufacturer narrative:
Pt code - removal of device portion is not labeled. Device code- separation is labeled. Unk as lot is unk. No product was returned to assist in this investigation. Without an inspection of the complaint product a definite root cause cannot be found. In previous complaints we have found possible caused to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the caution label, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Due to the absence of information the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. No additional actions are necessary at this time due to insufficient risk per the risk analysis.